Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly revised due to mom issues. Revised the last of (B)(6) 2013.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This is the same event as 1043534-2013-01819, 01820, 01821, 01822.